Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information d9: device returned to manufacturer - additional information d9: date device returned ¿ additional information g3: date received by manufacturer ¿ additional information g6 type of report ¿ additional information h2: additional information/device evaluation information h3a: device evaluated by manufacturer ¿ additional information h3b: evaluation included - additional information h6: type of investigation ¿ additional information.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on 5/13/2024. Product was provided for investigation. An external visual inspection was performed and result is no damage. A pairing test was performed and no pairing code. A review of the share logs was performed and passed. Performance data was reviewed. A wearable failure was not found within the investigation window. The allegation was not confirmed. However, an early sensor expiration was found in connection to the reported allegation. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2024. Performance data was reviewed. The allegation was not confirmed. However, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).